Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was stuck in the biopsy channel. The material was identified as a white tube but its origin could not be specified. The cause for the material stuck in the channel could not be determined. There were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there is white foreign material in the biopsy channel. Other observations for the device are that insertion tube has buckles, and due to wear of angle wire the play of up/down knob is out of standard. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for white material found to be stuck in the channel during the brushing step of reprocessing. The customer follows the steps of the instructions for use for the reprocessing. There is a possibility that the material was stuck in the device during the procedure prior to the reprocessing and was not noticed. There is no harm to any patient.